Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was unable to retrieve data on the history screen during interrogation of the system controller. The system controller's pins appear to be intact. It was noted that there was a "clock reset." The log file could not be downloaded for further investigation.